Manufacturer narrative:
As for during the two weeks between the stent becoming stuck the endoscope's channel and its removal, whether the subject endoscope was used in clinical or not at the facility, fujifilm was not able to confirm. If a foreign object remains inside the endoscope channel, it cannot be properly reprocessed, and if it is used on another patient in that state, there is a risk of cross-infection. If a foreign object remains inside the channel, it is usually recognized during reprocessing or pre-use inspection, and if the channel is blocked by the foreign object, it is unlikely to be used in clinical because it will interfere with the insertion of the device. However, as we have no information on the type or shape of the stent that remained in the channel, and we have not been able to obtain confirmation from the facility that it has not been used in any other procedure for two weeks, this report is being submitted in abundance of caution.

Event description:
On august 21th 2024 fujifilm corporation was informed of an event involving ed-580xt. It was reported that a stent previously stuck in channel, came out in patient. There was no patient harm or injury reported. There was no delay. Procedure was able to finish. A stent fell into the patient stomach and it was retreived after two weeks. Fujifilm corporation conducted additional hearings at the facility and reconfirmed the incident. A stent used during the subject procedure became stuck inside the endoscope's channel, so the endoscope was removed from the patient in that state. The procedure was completed successfully, and there were no other adverse effects on the patient. The stent that had become stuck inside the endoscope's channel was removed two weeks later at the facility.